Event description:
Nurse completed IV cath insertion. Upon disengaging device from catheter, needle was unable to fully retract and lock inside the protective chamber. Nurse sustained needle stick from dirty needle. When looking at the device, the back portion of the protection chamber is noticeably flattened instead of round. This change in shape prevented the needle from retracting and locking. The plastic material the device is manufactured from is not cracked or broken. It is unknown why the shape of the device is distorted. Smiths medical was very concerned. After I relayed the incident to the sales rep, it was only about an hour and a half before their qa contacted me. The qa person told me that she would be filing a report with the FDA as well. Smiths did ask for the cath but until all of the testing is complete for the nurse's health we will not release. The rep did come by last week; she did look at the device. It is obvious looking at the device that something is wrong with it. She saw the defect and commented that she did not know what happened. I did tell her that smiths was welcome to come in and inspect the device in our lab.